Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumers mother purchased several toothbrushes -gum sensitive clean technique clean toothbrush. Consumer (16 years old) started to use the tothbrush and the bristles started coming off the toothbrush into her mouth.